Manufacturer narrative:
(B)(4). Reported idrive ultra not returned. Below investigation reflects returned battery. Post market vigilance (pmv) led an evaluation of one idrive battery pack opened by the account. The battery was inspected and no residue or substrate was found on the leads. No damage was noted to the battery. A review of the device history record for the idrive battery pack was not performed because the manufacturing batches leave the supplier having been released meeting all current specifications. The subject idrive battery pack was loaded into a pmv representative idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The handle was paired with a pmv adapter and reload was able to cycle without hesitation or binding. The battery was seated on a pmv charger and displayed a solid green light. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).the device has not been returned. Should the device be returned, a supplemental report will be filed.

Event description:
According to the reporter, during a sleeve gastrectomy, the staplr started firing and then stopped. A manual handle was used to complete the staple line. There was no injury or adverse event reported.